Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed 'an air in line sensor failure' was reproduced as a reload set. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'air in line sensor failure' was verified as a reload set. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The upstream sensor assembly requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed air in line sensor. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.